Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed. Decreased hv lead impedance and high, out of range pacing lead impedance were also noted. The device was explanted and no further issues were noted. The lead remains implanted and active. The patient was stable.